Event description:
It was reported that patient received IV sedation during treatment. The doctor standard for procedures (i.e. Ultherapy) is IV sedation. He placed the patient under IV sedation then used a tumescent mix fanning technique. No nerve block. Patient was under IV sedation. No obvious discomfort noted. Patients o2 saturation dropped into the 30's. Symptoms resolved with assistance of airway and narcan. Physican finished the procedure. Patient recovered in step down. Patient left practice alert and oriented.

Manufacturer narrative:
It was reported that patient received IV sedation during treatment. The doctor standard for procedures (i.e. Ultherapy) is IV sedation. He placed the patient under IV sedation then used a tumescent mix fanning technique. No nerve block. Patient was under IV sedation. No obvious discomfort noted. Patients o2 saturation dropped into the 30's. Symptoms resolved with assistance of airway and narcan. Physican finished the procedure. Patient recovered in step down. Patient left practice alert and oriented. There is no evidence that the product contributed to the adverse event.